Event description:
Radiation therapists treated two fields, only one was recorded as treated. The equipment in use was the elekta sli plus "e1"- using impac record and verify system v.5.21.c1. The diode measurements were taken on that day and they measured the correct dose. The impac recording error was not discovered until the physics weekly check was performed several days later. Impac was notified at which time they webexed into the database and attempted to identify the error. Event occurred in 2003 but was not reported to risk management until 6 weeks later.